Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a neuron select catheter 5f (5f select) to be used for a thrombectomy procedure, the physician noticed the 5f select tip sheared off while being advanced through a non-penumbra guiding catheter outside of the patient's body. The tip of the 5f select sheared off prior to use and therefore was not used for the procedure. The procedure was completed using another manufacturer's catheter.

Manufacturer narrative:
Results: the neuron select catheter 5f (5f select) fractured approximately 123.0 cm from the hub. There was no gross yielding distal or proximal to the fracture. Conclusions: evaluation of the returned device revealed it was fractured at the proximal and distal shaft junction. This type of damage typically occurs due to improper handling during use. If the select is forcefully handled at an angle during insertion into a parent catheter, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.